Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, the tibial and femoral component showed evidence of wear and scratching. Root cause of the event was most likely attributed to third party debris; however, a conclusive root cause could not be determined. There are warnings in the package insert that state that this type of event can occur: under adverse reactions, number 4 states, "particulate wear debris and discoloration from metallic or polyethylene components of joint implants may be present in adjacent tissue or fluid." Under late postoperative complications, "excessive wear due to malalignment, migration, loosening or excessive loading." Under warnings and precautions, number 2 states, "malalignment of the components can place inordinate forces on the components which may cause excessive wear." Number 5 states, "inadequate preclosure cleaning (removal of surgical debris) can lead to excessive wear." Number 7 states, "malalignment or soft tissue imbalance can place inordinate forces on the components, which may cause excessive wear to the patellar or tibial bearing articulating surfaces." This report is number 1 of 2 MDR's filed for the same patient (reference 3002806535-2015-04136 & 3002806535-2016-00023).

Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." Device availability - the device is reportedly available for evaluation; however, it has not been received by zimmer biomet (B)(4) to date. In the event that the device is received and evaluated, a follow-up report will be sent to the FDA to provide results.

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2015 due to delamination of the polyethylene tibial bearing.